Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2022. The device was placed onto the scope accordingly. During the procedure. When the first band was attempted to be deployed, it was noticed that all of the bands bunched up and would not deploy. A second speedband superview super 7 was used; however, the same problem happened. The procedure was not completed due to this event. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: photos of the complaint devices outside the patient were provided by the customer and showed all the bands were attached on the ligating unit. Additionally, one photo also showed bands were attached on the ligating unit but some moved from their position, and the white band was broken.